Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. Event description: when using the clip applier there was no clips coming out of the shaft after many trials. They took another one. Intervention: device replacement patient status: no patient injury reported.